Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found wear on upper shaft on gear two. Analysis found significant residue and wear on the lower shaft of the rotor magnet.

Event description:
Additional information was received from a company representative. The onset date, (B)(6) 2016, was approximate and was relayed third hand. Logs indicate the pump motor stall occurred on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving dilaudid 10 mg/ml at 2.97 mg/day, bupivacaine 22 mg/ml at 6.5 mg/day, and sufenta 720 mcg/ml at 213.87 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as failed back surgery syndrome and failed back surgery syndrome. It was reported that the patient presented in clinic with withdrawal symptoms. The patient experienced chills, runny nose, significant increase of pain and extreme agitation/anxiety. The issue was not resolved at the time of report. A motor stall occurred on (B)(6) 2016, with no recovery. No MRI or any magnetic contact was suspected. The patient's status at the time of report was alive - no injury. Surgical intervention has not occurred, but was scheduled on (B)(6) 2016. Per logs received, a motor stall occurred on (B)(6) 2016 at 16:12 followed by a stopped pump period may exceed tubeset message 48 hours later. Additional information received from a healthcare professional reported on (B)(6) 2016, the patient presented with acute opioid withdrawal symptoms. A "reboot" attempted following pump stall indication on programmer. The cause of the motor stall was not determined. The pump was revised on (B)(6) 2016. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.